Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient ran out of supplies on (B)(6) 2025 due to distributor not shipping on time and she was using an old infusion set that had been in for over 72 hours. The patient reported she removed infusion set and put it in another site. No further information available.